Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral erosion. All components were removed and replaced with a new device. The patient is expected to fully recover.